Event description:
In attempt to exchange right internal jugular double lumen catheter over guide wire, catheter fractured and dislodged in inferior vena cava. Catheter was retrieved successfully via femoral approach.